Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information nausea, headache, tickle in throat, cough. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nausea, headache, tickle in throat, cough. There was no report of patient serious harm or injury. Additional information has been added that the patient developed narcolepsy and nerve issues in legs. In this report which has been updated. Section b1, b2, e1, h1, h6 has been corrected / updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nausea, headache, tickle in throat, cough and to developed narcolepsy and nerve issues in legs related to a CPAP device's sound abatement foam.the medical intervention that the patient received in response to the event is currently unknown. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and dust / dirt around the air inlet and dark contaminant found in blower seal on blower box observed by the manufacturer. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no error codes. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contaminant around the air inlet and the manufacturer confirm the presence of a dark grey contaminant at the blower seal of the blower box that appears consistent with potential keratin and there is no evidence of sound abatement foam degradation and breakdown.